Manufacturer narrative:
Neither the lot number nor the product catalogue number of the subject device has been provided. Therefore, a review of the device history records could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular, case no sample and no images were provided for eval. Potential factors that could have led or contributed to the reported event have been evaluated. As the reported issue was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. The placement in the common iliac vein represents an off label use of the device and is assessed to be a significant contributing factor to the reported stent migration. On the basis of the info available, there is no indication for a device or mfg-related deficiency that may have led or contributed to the reported event. A definitive root cause for the reported event could not be determined. The current version of the IFU supplied with the subject device states that the s-luminexx vascular stent is indicated for the treatment of iliac occlusive diseases in pts with symptomatic vascular diseases of the common and/or external iliac arteries up to 126 mm in length with a reference vessel diameter of 5 to 9 mm. The placement of the stent in the common iliac vein represents an off-label use of the device. The safety and effectiveness of the device for a treatment as described has not been established.

Event description:
It was reported that after successful placement of a vascular stent in the common iliac vein, the delivery system was exchanged over the guide wire for a pta balloon dilation catheter to post-dilate the deployed stent. When the pta balloon was being advanced into the vascular into the vascular stent, the stent migrated from the common iliac vein to the renal take-offs. An add'l stent was placed to fix the vascular stent. However, this stent did not prevent the vascular stent from migrating, as the vascular stent migrated to the pt's heart approx one to two hours post deployment. An intervention was performed to successfully retrieve the vascular stent from the heart. The pt was reported to be stable following the successful removal of the stent during surgery.